Event description:
Reportedly, five minutes after starting device testing using battery source, a device alarm occurred. The unit shut down and the battery could not be charged; however replacing the battery resolved the issue. There was no pt involvement.